Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of the case was chipped and cracked. Customer?s reported issue was not duplicated. The root cause of the reported issue could not be determined. Actions taken to mitigate the reported issue: replaced position pot as a preventative measure, it was over five years old. Also as a preventative measure replaced clutch half's left and right with leadscrew and springs. UDI information is unknown.

Event description:
It was reported that occlusion errors occurred. No patient injury reported.